Manufacturer narrative:
Occupation is lay user/patient. The test strips were requested for investigation. The reporter's meter and test strip were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): customer strip: qc 1: 3.1 inr. Retention strips: qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4), compared to a lab using the neoplastin reagent. The result from the meter at 09:02 a.m. Was >8.0 inr. The result from the laboratory around 11:00 a.m. Was 4.9 inr. The patient's doctor withheld warfarin dose for one day based off of the lab result of 4.9 inr. The doctor decreased the dosage of warfarin following the one day hold. The patient's normal dosage is 7.5 mg three days a week, thursday, saturday and sunday and on monday, wednesday and friday takes 5 mg. The patient is anemic but their hematocrit was unknown. The patient was on an antifungal for a yeast infection and finished taking it the week prior to reporting the event. The patient's therapeutic range was 2.5 - 3.5 inr.